Event description:
It was reported that the physician was unable to access the pump for a refill. The physician performed imaging of the pump and inquired about it possibly being flipped. In reviewing of the images, it appeared that the pump was flipped; however, it was later determined that the pump was not flipped. The patient was referred to a surgeon for a pocket revision because the pump was difficult to refill. As of (B)(6) 2015, the pump had not been refilled and the patient had not experienced any symptoms. The reporter believed that the patient was still getting drug, but the pump was scheduled to run out of drug on (B)(6) 2015. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Event description:
Additional information received reported that the pump was not flipped. The patient was able to have their pump refilled. It was noted that the patient's pump was able to be refilled.

Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).